Event description:
Customer alleges wire on arm of chair broke and chair stopped working. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his m51 power chair allegedly stopped working. The consumer noticed a broken wire on the arm of the chair. No injury alleged.